Event description:
It was reported that the device had error code a029 and the energy that was delivered while testing was inconsistent. The device would also not stay calibrated. There were no reports of pt involvement.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and then observed proper device operation through functional and performance testing. Physio further evaluated the replaced biphasic pcb assembly and found the root cause of the failure to be shorted transistor, designator q5 which caused a reduced output of energy and also was cutting off the bottom portion of the biphasic waveform.